Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An attorney alleges that the implantable cardioverter defibrillator (ICD) "did not perform as intended and was defective". The attorney further reports that the patient is deceased. The cause of death was provided as cardiopulmonary arrest and cardiomyopathy.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. The battery indicator signifying that it is time for device replacement occurred after explant. If information is provided in the future, a supplemental report will be issued.